Manufacturer narrative:
A small section of the blue insulation on the cable has been damaged. The primary wires are exposed. The section was tested for high voltage breakdown and failed. The cord may have been damaged during the mfg process.

Event description:
The original report stated there was damage on the device wire. Upon testing on 09/23/2005 this damage was confirmed to have resulted in a "hi-pot" failure or high voltage breakdown failure.